Manufacturer narrative:
A review of tickets was performed for reagent lot number 23184ui00. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I, lot 23184ui00 was identified. Concomitant was updated from rgt arch troponin 100t, 03p25-27, 23184ui00 to arc i1000sr intgr, 01l86-40, i1sr62232. The original entry is the suspect medical device. Additionally, d9 was inadvertently populated as device available for evaluation; this was selected in error and the device was not available for evaluation.

Manufacturer narrative:
Multiple patients were involved with this event. Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely elevated architect stat high sensitive troponin-I results for three patients. The customer uses the following normal ranges: females <16, males <34 pg / ml. The following information was provided: (B)(6) 2021 sid (B)(6) on s/n (B)(4) , lot 23184ui00 17.4 pg/ml, repeat 1.4 pg/ml repeat on i1sr62232, lot 23429ui00 0.2 and 1.0 pg/ml the patient is female. (B)(6) 2021 sid (B)(6) on s/n (B)(4), lot 23184ui00 34.2 pg/ml, repeat 2.8 pg/ml repeat on i1sr62233 lot 23184ui00 0.8 and 1.0 pg/ml the patient is male. (B)(6) 2021 sid (B)(6) on s/n (B)(4), lot 23184ui00 51.5 pg/ml, repeat 20.4 pg/ml repeat on i1sr62233 lot 23184ui00 14.6 and 15.1 pg/ml the patient is female. No impact to patient management was reported.